Event description:
Reporter alleged discrepant blood glucose results during back to back testing. Customer stated readings were 184, 142, & 357 mg/dl, when all tests were performed within 10 minutes. Customer indicated not having glucose symptoms at the time of testing. As a result of the comparison, no actions were taken or treatment received reportedly, as a result. A request was made for the return of the suspect device and replacement product was sent.